Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿11 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted left ventricular assist device (lvad) on (B)(6) 2016. It was reported when the patient presented for routine care on (B)(6) 2017, the driveline showed erythema, induration, tenderness and purulent secretion. The patient was given oral antibiotics (keflex) for 10 days to treat the infection. The infection reportedly resolved on (B)(6) 2017. Additional information was requested but not provided.